Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing, the fse found that the host pc didn¿t boot up correctly. To resolve the issue, the philips engineer installed a new host pc, reloaded operating system (os), and conducted calibration of tube/det and image quality. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not start-up at 00:00. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) inspected the system onsite and confirmed that at the start up system the countdown was remained at 00:00 and the system was not starting. Troubleshooting actions showed a problem with the host pc. The fse replaced the host pc and reinstalled the software and returned the system to use in good working order.